Event description:
Technical services received a call on 7/24/12. Caller reported rv lead noise, stored as tv and unable to reproduce. Ac on at retry 5.0v. Threshold typically and today at 1.3v@0.4ms. Pacer dependent and patient has been complaining of lightheadedness. Technical services noted ac could be in retry because of this noise seen on the channel and going into retry, most likely due to loss of capture and unable to verify capture, not likely the noise to artifact ratio or sar. Technical services suggested increasing sensitivity in the rv to pace over noise. Hcp will be faxing in strips. Rv lead was implanted (B)(6) 2004. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).